Event description:
Same case as MDR ID: 2134265-2014-04775. It was reported that a balloon rupture and subsequent circumferential tear occurred. The patient was undergoing an arterio-venous fistulogram. The 90% stenosed target lesion was located in the calcified brachiocephalic vein. An 8.0 x 60, 75cm mustang¿ balloon catheter was initially advanced to dilate the lesion. During the first inflation, the device was slowly inflated to 12atms and then increased to 20atms when it ruptured, at approximately 20 seconds total inflation time. The balloon was split circumferentially. This device could not be withdrawn through the introducer sheath; therefore the two devices were removed together. Dilation was then performed with an unspecified cutting balloon. An 8.0 x 40, 75cm mustang¿ balloon catheter was then advanced and dilated at the same pressure and inflation time as the first mustang with the same results. This device was removed from the patient without issue. The stenosis was slightly improved; however, a need for re-intervention is expected. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through the sheath. A visual examination of the returned device identified a complete balloon circumferential tear. The tear was located at 3.2mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear was pulled out over the tip. An examination of both sections of the tear identified no other issues. An examination of the shaft identified that the shaft was severely stretched and kinked between the proximal and distal markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-04775. It was reported that a balloon rupture and subsequent circumferential tear occurred. The patient was undergoing an arterio-venous fistulogram. The 90% stenosed target lesion was located in the calcified brachiocephalic vein. An 8.0 x 60, 75cm mustang balloon catheter was initially advanced to dilate the lesion. During the first inflation, the device was slowly inflated to 12atms and then increased to 20atms when it ruptured, at approximately 20 seconds total inflation time. The balloon was split circumferentially. This device could not be withdrawn through the introducer sheath; therefore the two devices were removed together. Dilation was then performed with an unspecified cutting balloon. An 8.0 x 40, 75cm mustang balloon catheter was then advanced and dilated at the same pressure and inflation time as the first mustang with the same results. This device was removed from the patient without issue. The stenosis was slightly improved; however, a need for re-intervention is expected. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).